Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), consumer and a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 1350 mcg via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. Other medications the patient was taking at time of the event was not available. Patient weight was 150 pounds. Medical history was multiple sclerosis. The date of the event was (B)(6) 2017. It was reported a single tone alarm was heard; telemetry not yet performed. The representative read the pump and saw why the pump was alarming. The pump started alarming (B)(6) 2017 due to a low level of 1.8 ml. No symptoms were reported. The patient contacted the clinic and was told that the nurse that does the fills does not come in until next monday. Environmental/external/patient factors that may have led or contributed to the issue was patient compliance. The physician wanted to refill the pump on (B)(6) 2017 with 40 ml of 500 mcg/ml. The patient had 2000 mcg/ml, yet this concentration was not on hand. The patient should be getting a refill on or around (B)(6) of 2000 mcg/ml. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported. On 2017-11-01 additional information was received from a healthcare professional (hcp) via a company representative. The patient¿s pump was filled with the lower concentration. The representative ensured both the patient as well as the physician knew he needed to be refilled with the correct concentration no later than (B)(6). The low reservoir alarm had been resolved. This has all been confirmed with the physician. On 2017-11-02 additional information was received from a healthcare professional (hcp) via a company representative. The patient missed a refill. The office did not realize he needed a refill, and the nurse was on vacation. The patient also missed his last appointment with the physician. This was not a refill appointment. They likely would have caught this error at that appointment.